Event description:
A customer reported that a pump was not delivering medication. They ran a one hour test infusion and after the hour passed there was still 150ml of fluid remaining in the bag. Medication unknown. Infusion parameters unknown.

Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: pump came in with a complaint stating that the pump was infusing too slow, with medicine still in the bag. The pump was tested with the following procedure: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within +-4.5% accuracy. Pump passed flow rate testing with a deviation of -0.83% which is in spec. The test was done using b2 calibrated tubing with ID b2-1652 and an offset of -3.37%. The scale used was an fx-300i with serial number (B)(6). Reported issue not found. Pump performs to specification.

Event description:
Hey! I had an issue with a pump not delivering the medication correctly today. I was giving taxotere and did the test dose and then set the pump for 1 hour for the remaining volume. After an hour there was 150ml+ left in the bag. We had to keep adding time to the pump and ended up changing out the pumps and resulted in it being given over 2 hours. I verified total volume with (B)(6) and had (B)(6) check the pump as well. I put a note of the pump and pulled it. Do I need to contact someone to look at it? Thanks!